Manufacturer narrative:
CAPA is currently open for the reportable malfunction of iipv/over-delivery.

Event description:
A customer contacted baxter's technical service center to report a drain volume that meets increased intraperitoneal volume (iipv) criteria. Per the initial report, the patient also received a low drain volume alarm. The drain volume was 1518ml and the fill volume (fv) was 2000ml. The technical service representative (tsr) had the caller reposition, press stop and go to drain. The volume increased to 3585ml and the device moved into last fill on its own. During follow up, the nurse stated she was aware that the patient was having low drains, however, she was not aware that the patient drained 3585ml. The nurse stated she spoke with the patient yesterday and the patient has been performing therapy just fine. There was no patient injury or medical intervention. Follow up with the patient revealed that her ultrafiltration in 2009 was 1624ml and she used two 2.5% dextrose bags. The patient did not recall whether she bypassed the low drain volume alarm. According to the patient the nurse changed her initial drain alarm setting to 0ml which helped resolve the issue. The patient stated her device is functioning properly. No further information was available.